Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 7.83mm x 18.19mm. There was not any material missing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the starting (post-anesthesia) of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) had front insulation damage. The procedure was completed with no report of patient harm, adverse outcome or injury and no delays. No fragment fell into the patient.